Event description:
It was reported that there is a loose connection in the motor of the tdxspree-cg power chair, getting a motor fault on the joystick. The dealer states the chair would stop when the customer went over anything that made the suspension move. The chair would start right back up.